Event description:
The user facility in (B)(6) reported "cutter stopped working during surgery. Item in contact with pt; however no injury reported" add'l info rec'd the aspiration continued while the cutter stopped. Surgery was delayed an estimated 10 mins. There was no impact to the pt.

Manufacturer narrative:
The device has not been rec'd for eval at this time. The sterilization and lot history records were reviewed and found to be acceptable. A supplemental report will be filed should the device become available for investigation.